Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient (pt) thinks they might have done something wrong with the controller or something happened because they were trying to change the settings on the controller, but they might have pressed something else. Agent walked patient through connecting to their implantable neurostimulator (ins). Patient stated they were seeing a flashing off sign on the programmer. Agent asked if they wanted their therapy on. Patient said yes, so agent walked patient through turning their therapy on and patient was able to turn their therapy on. Either way, agent flagged case as staging record to be conservative. Due to nature of call and patient having a hard time following directions on how to find serial numbers, serial numbers of external devices and event date were not gathered during the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.